Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported unintended movement of clip open while locked. The reported slda appears to be a cascading effect of the clip open while locked. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling. Five (5) fluoroscopic still images were provided. All 5 images capture the same instance in which three implanted clips can be visualized; there is no sgc or cds in view indicating the images were taken post deployment of the third clip and removal of the system. The reported incident details do not specify the placement of the second and third clip implanted to stabilize the first clip (reported device). In the images, the top and bottom clip are oriented in a similar manner such that the respective centerlines of the clips are relatively parallel. However, the middle clip is slightly titled with the centerline angulated relative to the other two clips. Presumably, the middle clip is the first implanted clip reported for post deployment cowl and slda. One of the images demonstrates the similar orientation of the top and bottom clips based on parallel centerlines and tilted orientation of the center clip. In addition, posterior gripper of the center clip is in abnormally raised position. This event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that, "partially, images only show post deployment state of the clip. In addition, fluoroscopic still images do not image cardiac structures or tissue, and do not capture dynamic movement of the clip during the cardiac cycle which can be used to assess for single leaflet detachment. As such, neither leaflet tissue insertion / attachment to the clip arms or the clip movement during the cardiac cycle can be assessed. The clip arm angle of the middle clip appears to be ~30° - 35° which is slightly larger than the typical range of clips implanted per the instructions for use (10° - 30°). Comparatively, the top and bottom clips appear to have a slightly smaller arm angle of ~25° - 30°. The angles in this evaluation are estimations based on visual assessment with the unaided eye and are not confirmed. No pre-deployment cine of the reported clip was provided. As such, no assessment or comment can be made regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment) and a potential arm angle change post-deployment cannot be determined based on the images provided. However, assuming the reported incident details that the clip was closed to 10° - 20° prior to deployment is accurate, the post deployment state of the clip observed in the images indicates a potential arm angle change of ~10° - 15° which is indicative of a cowl event. Therefore, the reported post deployment cowl is confirmed. It should be noted that in the images provided the posterior facing gripper of the reported clip (center clip) can be seen in an abnormally raised position from the clip arm which is not observed for the other two clips. This is indicative of excessive tissue and/or tension between the gripper and clip arm, causing the gripper raise away from the clip arm. This can result in increased forces exerted on the lock mechanism during deployment which can potentially contribute to clip open while locked (cowl) scenario. Only fluoroscopic still images were provided which do not image cardiac structures or tissue, and do not capture dynamic movement of the clip during the cardiac cycle which can be used to assess for single leaflet device attachment (slda). As such, neither leaflet tissue insertion / attachment to the clip arms or the clip movement during the cardiac cycle can be assessed. The reported incomplete coaptation (slda) cannot be confirmed based on the fluoro images provided. There are no other observations based on the procedural images provided."

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted and deployed on the mitral valve. However, post deployment, the clip opened from roughly 10-20 degrees to roughly 30 degrees. The clip then detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). It was noted that the physician thought he saw the clip open right before the slda. To stabilize the slda clip, two clips were then implanted, and mr was reduced to a grade of 1. No clinically significant delay in the procedure.